Manufacturer narrative:
(B)(4) follow up emdr for device evaluation: two photos were provided to our quality team for investigation. Through visual inspection, the needle is observed to be bent, verifying the reported incident. A review of the internal manufacturing device record and raw material history files for the reported lot 0001374720 was performed and no recorded quality problems or rejections related to this incident were found. Based on the quality team's investigation and without the physical sample to further evaluate, we cannot identify a root cause at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
The tip of the needle was bent during biopsy. According to the nurse, the tip of the needle has been longer than the steering, which may have caused the needle to bend. This has occurred approx. 20 times hi, please see answers below from distributor: hi (B)(6), we have supplied these batch numbers to (B)(4): 1374720; (B)(4) in (B)(6) 2020. 1372717; (B)(4) in (B)(6) 2020. 1350086; (B)(4) in (B)(6) 2020 and (B)(4) in (B)(6) 2020. Patient impacted; yes, sample has been unsuccessful and therefore the procedure has been done once more. No serious injury. No erroneous results. No additional medical intervention. No other safety issues. According to my experience it seems that mandrin is too short compared to needle, manufacturing failure. According to customer information, total number of affected needles is (B)(4). Please, send replacement needles to: (B)(4) (B)(6). Best regards, (B)(6).

Manufacturer narrative:
Initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
The tip of the needle was bent during biopsy. According to the nurse, the tip of the needle has been longer than the steering, which may have caused the needle to bend. This has occurred approx. 20 times.